Event description:
Event description boston scientific received information that upon interrogation, the monitoring voltage of this implantable cardioverter defibrillator (ICD), implanted 42 months, was at 2.80 v and displayed the end of life (eol) indicator. The device was explanted and returned for analsis.